Event description:
Voluntary medwatch was received that states the patient had controller fault alarms on (B)(6) 2021 when they were connected to reliable power sources. Manipulation of the controller white power cord resolved the alarms. The controller was replaced.

Manufacturer narrative:
Voluntary medwatch # 3400300000-2021-0000030 was received on (B)(6) 2022. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. The alarm was stated to have resolved upon manipulation of the controller¿s white power cable, and the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including controller fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.